Manufacturer narrative:
Updates: event problem codes, date received by MFR., type of reports, evaluation codes. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. It was reported that the patient was implanted an unknown wagner stem on (B)(6) 2015. A revision surgery was planned for (B)(6) 2016 due to long and difficult postoperative course. No further information about the revision surgery is available. Trend analysis was not possible to perform, as no product information is available. The compatibility check could not be performed as no product information is available. In addition, the product compatibility check would not be relevant for one product only. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Neither x-rays, operative notes, office visit notes, nor devices or photos of the implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issue reported are listed in dfmea of the wagner stem. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted an unknown winterthur hip on an unknown date. The patient was revised due to pain on an unknown date. As the occurrence date is unknown, the awareness date was taken as occurrence date.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It has now been reported, that the patient was implanted an unknown winterthur hip on (B)(6) 2015 on the left side in a revision surgery due to stem breakage. A revision surgery was planned for (B)(6) 2016 due to long and difficult postoperative course. No further information about the revision surgery is available.